Manufacturer narrative:
Additional narrative: a product investigation was completed: the plate was received intact with noted surface scratches. The eight screw holes each show wear from a mating screw. Based on the wear pattern, a locking screw appears to have been utilized in the first, third and fourth combi holes and cortex screws were used in the remaining holes. The five intact screws were received with wear to the threads and drive recesses consistent with implant and subsequent explant. No issues were identified with the returned plate or intact screws. Three screws were noted to be broken. The cortex screw etched part 402.882/ lot 2394915 shows a transverse break in the middle portion of the threaded shaft (approximately 13.2mm from the proximal screw head surface). The other two screws show roughly transverse breaks in the proximal portion of the threaded shaft. Approximately 22.0mm and 15.5mm of the threaded shafts were received. The threaded heads were not received. On each of the three screws, the threads show wear. The complaint condition is confirmed as the three screws were noted to be broken; the nonunion cannot be confirmed as x-rays were not provided. Replication of the complaint condition is not applicable as the implants are already broken. For the two unknown broken locking screws, the threaded heads were not received and therefore the part numbers could not be definitively determined. However, based on the received portion, it is most probable that they are from the 2.7mm titanium locking screws, self-tapping, with t8stardrive recess (402.2xx) family. Thus, the documents relating to this screw family were also reviewed. The related product drawings, complaint histories, and risk assessments were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The breaks are consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could result in metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, as the specific conditions at the time of the breaks are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Alert date updated to when synthes became aware of broken screws-postop; issue was identified in the part investigation mar 1, 2016. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 29. July 2008. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown plate and unknown locking screws for revision arthrodesis on an unknown date. The patient had prior failed right wrist arthrodesis with persistent nonunion; with significant scarring around the extensor tendons around the bone which was all taken down and there was significant false bony union which was also taken down with rongeur and curet. On (B)(6) 2014 the patient underwent a revision surgery for non-union. There was solid fusion of the prior wrist arthrodesis everywhere except at the junction of the distal radius and the fuse metacarpal and third metacarpal. This was all taken down to healthy bone and then a new competitor, 7 hole recon plate was used with six 4.0 locking screws, placed 3 proximal and 3 distal to the nonunion site. This was augmented with distal radial articular bone graft, vitoss 2.5 ml bone graft, vitoss macro-morsels which were all packed in the defect site. Fixation was secure and verified by x-ray. A jackson-pratt drain was placed. Skin was closed with 4-0 nylon, dressing applied to the wound with plaster reinforcement. No surgical delay was reported. This report is 2 of 2 for (B)(4).